Event description:
We received a report that during the implantation of an z9002 intraocular lens (iol) the doctor realized the patient needed a vitrectomy. The incision was enlarged and the iol removed.

Manufacturer narrative:
The intraocular lens was returned to the manufacturer. Visual inspection at 10x microscope magnification revealed that one haptic was slightly bent. Also, that the sample had residuals (debris/particles) compatible with handling the lens out of sterile environment. No cosmetic defects related to manufacturing were found in the returned lens. The condition of the returned intraocular lens was consistent with one that has been explanted. Manufacturing records were reviewed. All process operations presented in the manufacturing record from generation to boxing were in compliance with manufacturing instructions specifications. All tests results showed a pass condition. No deviation or nonconformance (ncr) was generated when this production order was manufactured. All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.